Event description:
Pt experienced bradycardia (heart rate, 15 beats per minute) approximately 30 seconds into the novasure ablation cycle. The ablation cycle was stopped and the heart rate "returned to normal sinus rhythm [heart rate not given] within 10 seconds". The physician attempted the ablation again, 20 seconds later. The pt again experienced bradycardia (heart rate, 20 beats per minute) 20 seconds into the ablation cycle. The ablation cycle was stopped and the "heart rate returned to sinus rhythm in 5 seconds", (heart rate not given). The procedure was abandoned at this time. No treatment was needed for these 2 episodes of bradycardia other than stopping the ablation cycle. The pt's pre-ablation heart rate was reported to be 70 beats per minute. The pt was observed in the recovery room following the attempted novasure ablation. No bradycardia was observed, no treatment was needed. During f/u in 2009, the physician reported, "the pt went home the same day, and at present there have been no issues since."

Manufacturer narrative:
The disposable device and radio frequency controller are not being returned therefore, a failure analysis of the novasure system can not be completed. Device history record (DHR) review was conducted for the disposable novasure device and the radio frequency controller. Both devices were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system.